Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-sp. Approximately 6 months post-op, the patient became kyphotic and had pain. It was reported that the set screw at t10 popped off. The patient underwent a revision surgery and the construct was revised at t9-l2. No additional patient complications were reported.